Manufacturer narrative:
Device evaluation: g4, h2, h3, h6, h10. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The ventilator passed 281 hours of extended bench testing. The ventilator passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire medical failure analysis lab technician was unable to verify the customer's reported issue. The ventilator passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel alarmed and would not ventilate. At this time, it is unknown if there was any patient involvement associated with the reported event.